Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication couldn't be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 15-20 pen needles that would not allow the insulin to come thru on injection. Does not complete flow check all the time.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-oct-2022. H6: investigation summary: customer returned a total of 8 used 4mm, 32 gauge nano pro pen needles from lot 2012568 and 1292785. The pen needles were visually inspected prior to testing. 7 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta found that 7 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2012568. Medical device expiration date: 31jan2027. Device manufacture date: (B)(6)2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication couldn't be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported found 15-20 pen needles that would not allow the insulin to come thru on injection. Does not complete flow check all the time.